Manufacturer narrative:
Correction to h6 and h10 of initial medwatch, disregard capsular contracture as baker grade ii is not reportable. Disregard h6: e2303 and a010102. Based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed, opening on posterior side assessed as unidentified (tear) opening (shell thickness was within specification) additional observations: ¿ crease fold observed. ¿ wear abrasion observed. No further actions are required as the device was implanted.

Event description:
Physician reported via diagnostic testing "intracapsular rupture", "mild capsular contracture" baker ii, and "simple cysts". This relates to the right side. The device has been explanted and replaced with non-allergan.

Event description:
Physician reported via diagnostic testing "intracapsular rupture", "mild capsular contracture" baker ii, and "simple cysts". This relates to the right side. The device has been explanted and replaced with non-allergan.

Manufacturer narrative:
Code: f2303. A review of the device history record has been/will be initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: rupture. Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Cyst: unable to observe since it is a medical event and is not related to the device. Capsular contracture: unable to observe since it is a medical event and is not related to the device. It is not possible to determine the lot number or catalog through the photos provided.